Event description:
On (B)(6) 2014 the reporter contacted animas and alleged that the pump¿s battery compartment was cracked along the seam and the battery cap would spin if overtightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: evaluation revealed that the battery compartment was crack along the top of the compartment. The battery cap threads were observed to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.